Event description:
A pt reported experiencing inaccurate erratic results with a ss meter. The pt's blood glucose results were 210, 320 mg/dl. Tests were done within 10 minutes with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.